Event description:
It was reported to philips that the system would not boot up correctly. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found a defective ethernet switch in the cabin. To resolve the problem, the faulty switch was replaced. After replacing the ethernet switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.